Event description:
An external ventricular drain (evd) was being emptied when the outer chamber was noted to be wet. When the system was changed it was noted that the tubing entering the chamber was not connected properly.